Event description:
On (B)(6) 2010 an elevate apical and anterior (intepro lite) was implanted. On (B)(6) 2010 spontaneous vaginal bleeding occurred, caused by vaginal gauze which was left after the implant procedure. The gauze was removed. Medication included vagifem ovules idd for 2 weeks. The event was reported as resolved.